Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump over infused during testing. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The over delivery expulsor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.